Manufacturer narrative:
A zoll representative instructed the user's facility biomed on how to clean and dry the air trap assembly, the console was reported functioning properly after the instructions were followed. No further investigation required. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that during patient therapy, the coolgard 3000 ivtm system (B)(4) had an air trap fault alarm. No known impact or consequence to patient.